Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited intermittent pacing and was not detected by autocapture. At the next follow up, everything was normal. The patient noticed the intermittent stimulation but was in a good condition.